Event description:
Info received indicates the head up function is not working manually or under power.

Manufacturer narrative:
The tech isolated the issue to a faulty valve guide tube. He replace the head up valve guide tube to repair the bed.